Manufacturer narrative:
Product evaluation: the lens was not returned for evaluation. The opened lens carton was returned containing some of the inner packaging components and the fully assembled lens case. The pouch and dfu were also not returned. All product and batch history records are quality reviewed prior to product release. Information was provided that an unknown cartridge and injector was used. It is unknown if qualified products were used with the lens. Two viscoelastics were indicated, only one is qualified for this lens with a qualified cartridge combination. The product investigation could not identify a root cause. The lens was not returned to be evaluated. Additional information provided in d.11., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was scratched. There was no patient contact and the procedure was completed the same day. The product is available for return. Additional information has been requested.